Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and visibility/palpability" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "rupture", "pain", "hardness, tenderness", "exchange from textured to smooth", "liquid in breast" and "foggy memory" confirmed via ultrasound. This record is for the right side. The device remains implanted. The device will be returned.